Manufacturer narrative:
Approximately 11" of the distal end of the percutaneous lead was returned to the manufacturer for evaluation and the reported event of pump stoppages was confirmed. A continuity test of the returned section of the percutaneous lead revealed the green wire was broken approximately 4" from the metal connector. The characteristics of the broken wire appeared to be consistent with fatigue as a result of flexing in that area. The examination of the damaged and non-damaged wires did not reveal any evidence of mechanical damage due to crushing or pinching. The observed disruption of the green wire would have resulted in interrupted pump function as a result of the exposed conductors of the wire potentially contacting the braided shield and shorting to ground, if the device was supported by the power module. A review of the device history records showed no deviations from manufacturing or qa specifications. The manufacturer distributed the urgent medical device correction letter identifying the probability and symptoms of potential percutaneous lead compromise, recommending that the pump be replaced as soon as possible if damage to the percutaneous lead is confirmed. Hospitals have been requested to review the instructions for care of the percutaneous lead with their ongoing lvas patients and have been requested to have any ongoing lvas patients return to the hospital for an inspection of the percutaneous lead and if the hospital suspects that an lvas patient may have a damaged percutaneous lead, to please contact the manufacturer's technical services department for assistance. Reference correction/removal reporting number: 2916596-1/05/2008-001-c. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. Approximately 4.5 months post-implant, the patient reported that he received red heart and low flow alarms, and his pump stopped while connected to the power module. The patient switched batteries and the pump restarted. The patient returned to the hospital and when he was switched to the power base unit (pbu), the pump stopped. The system controller in use was exchanged to the backup system controller and the patient was placed once again on the pbu. This time, the pump did not stop and the situation appeared to resolve with the system controller exchange. The patient returned home and experienced another pump stoppage while he was connected to the power module. The patient returned to the hospital and the percutaneous lead was examined and a sensitive area of the lead was discovered approximately 7-8 cm from the system controller, that when manipulated, would cause the pump to stop and restart. The damaged section of the percutaneous lead was repaired by the manufacturer's technical service technician. The patient returned home and there were no further alarms reported since the percutaneous lead repair.